Manufacturer narrative:
Event description: this has been corrected to show: "it was reported that a the rubber sleeve on a bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder failed to recover, causing a leak. A small amount of blood did trickle down onto the healthcare workers arm but there were ¿no medical intervention¿. Report states only that the area was cleansed with diluted microshield and water."

Event description:
It was reported that a the rubber sleeve on a bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder failed to recover, causing a leak. A small amount of blood did trickle down onto the healthcare workers arm but there were ¿no medical intervention¿. Report states only that the area was cleansed with diluted microshield and water.

Manufacturer narrative:
(B)(6). A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a the rubber sleeve on a bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder failed to recover, causing a leak. Bd plastipak¿ veterinary syringe with needle leaked during use. A small amount of blood did trickle down onto the healthcare workers arm but there were ¿no medical intervention¿. Report states only that the area was cleansed with diluted microshield and water.

Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for sleeve leakage/non-recovery with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for sleeve leakage/non-recovery with the incident lot was observed. Based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.